Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned with the stryker microcatheter used during the procedure. Visual and microscopic inspection of the device found that the coil proximal contact was kinked/bent. The catheter could not be flushed and therefore was cut to remove the coil from the catheter. The main coil was not attached to the pusher wire and had detached mechanically. The coil was seen to be damaged and stretched. It could not be confirmed if this damage was present before removal from catheter. Functional test could not be performed due to the damaged condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It can be presumed that continuous flush was not maintained throughout the procedure. This caused the coil to become jammed in the catheter and therefore the coil detached from the pusher wire. Based on the information available, an assignable cause of procedural factors was assigned to this event.

Event description:
Analysis of the returned device noted that the main coil had prematurely detached during use. No consequences to the patient were reported.